Event description:
A caller reported that their insulin pump screen was dark and wouldn't turn on, and efforts to power it up were unsuccessful. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.